Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed burnt components q1 of 510-504-008 board. The service technician replaced the pca board and unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator power manager will not charge batteries. Power manager was connected to lap top ventilator 1200 and ac power supply with removing the battery, external power led of ltv1200 did not light up. At this time, it is unknown if there was any patient involvement associated with the reported issue.